Event description:
During arthroscopy right hip, surgeon realized portion (distal tip) of serfas energy 90-s max 4.0mm broke off into joint space. C-arm was being used at the time and visualized when it occurred. Physician removed all pieces of metal verified by x-ray. No harm to patient.manufacturer response for serfas energy 90-s max 4.0mm, serfas energy 90-s max 4.0mm (per site reporter).====================== they are sending us a report after they complete their quality review.